Manufacturer narrative:
The albumin reagent lot number and expiration date were not provided. The field service engineer observed cell overflow. He performed a readjustment of the cell wash. The instrument performance data showed a lot of cell blank alarms, indicating an issue with the sample probe and a pre-analytical sample handling issue. He checked the main water pressure on this system and found it high. The root cause was due to cell overflow, leading to a contamination of the cell and the sample probe (component failure). The service action of readjusting the cell wash resolved the issue.

Event description:
We received an allegation about discrepant results for 3 patients' samples tested with albumin assay on a cobas pure c 303 analytical unit. Patient 1: initial result: 69 g/l. Repeat result: 35 g/l. Patient 2: initial result: 56 g/l. Repeat result: 21 g/l. A new sample was drawn and tested, resulting in a value of 20 g/l, and this result was reported outside the laboratory. Reportedly, an amended report with the correct result was issued. Patient 3: initial result: 64 g/l. Repeat result: 19 g/l, and this result was reported outside the laboratory.